Event description:
A malfunction was reported with a malfunction code displayed as malf 0, and fault ID 0-0x21d6 was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted the customer with resetting the pump, and instructed them to call back if the code recurred. The malfunction did not recur, and the customer could continue using the pump.